Manufacturer narrative:
Explant date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said that previous system was completely removed about a month after the implant as the ins site became severely infected and therapy wasn't helping. Patient said that they noticed something wasn't quite right at two days after the implant. Patient wasn't told what kind of infection it was, however said the complete system was removed, was told that they cleaned it up all around the device. Patient said that they did receive oral antibiotics and they felt great after the device was removed.